Event description:
Info received indicates the bed drifts into the trendelenburg position.

Manufacturer narrative:
The hill-rom tech found the head hi/low up and down hydraulic valves were stuck. The tech replaced the valves to repair the bed.